Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: gmk primary ps fixed tibial insert size 4-12 mm: ref 02.07.0412psf / lot 103377 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected, there are no evidences that the event is device related.